Event description:
On 4/15/88 removal of implant, left tmj arthroplasty. On 6/2/94 exploratory surgery for implant residue and bone spurs, left tmj arthroplasty. On 8/2/94 septoplasty and antrostomy for bone fusion of nose to cheek from bones shifting due to growth around implant.